Event description:
Rptr was working as a rn at hosp. Rptr was using a device, called a carpuject made by abbott labs, to inject a pt with a subcutaneous injection when rptr was involved in a needle stick with a contaminated needle. Rptr was removing an uncapped heparin syringe from the carpuject holder when the syringe fell out of the device and stuck them in leg. The carpuject holder is designed to be reusable with disposable syringes. When you are unloading the syringe from the carpuject holder you place yourself in danger of a needle stick during two procedures to remove the syringe. The first procedure is when you are removing the syringe for the carpuject holder. During this process, healthcare workers' fingers come in close proximity to the needle of the syringe. The second procedure is the last step of the unloading procedure, when the syringe does not disengage from the carpuject syringe as easily as abbott would lead one to believe. To actually remove the syringe from the carpuject holder, a nurse must hold the syringe near the needle and force the syringe from the carpuject holder. In the process of forcing the syringe from the holder, healthcare workers place themselves in danger of the syringe slipping out of their hand and sticking themselves or another person nearby. Rptr wishes at this time to make you aware that the carpuject holder places nurses and other healthcare workers in danger of being stuck by contaminated needles each and every time they use this device.